Event description:
According to the customer's medwatch report, the doctor was using the bovie cautery while performing a ross procedure. The coag (blue) button remained pressed and stuck in the depressed position. The cautery was removed from the field and replaced with a new one. There was no harm to the patient.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).